Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly lost his speech perception. A medical intervention is considered.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. Mechanical damages found during investigation are attributable to the removal surgery. Reportedly the recipient_s perception was unsatisfactory; however, no technical problem could be detected. A full insertion of the electrode array was not achieved at implantation surgery with six channels out of cochlea. However, the recipient had benefit for approximately 10 years with the remaining channels and no further migration of the electrode was reported. The reason for the reduced benefit for the recipient seems to be non-device related. This is a final report.

Event description:
The user suddenly lost his speech perception with the device. The user has been reimplanted with a short electrode variant (flex20).